Event description:
Event description boston scientific received information that lead impedance measurements on this chronic atrial lead were variable six months ago. Five months ago, atrial impedance measurements were reported at >2500 ohms. Today, the lead still indicates >2500 ohms in unipolar configuration. The caller is uncertain when the device was reprogrammed for unipolar configuration. The caller also reported that the patient is being considered for a bi-v pacing upgrade device and the lead will be assessed. Two weeks later, the lead failed to capture and a fracture was verified with fluoroscopy. It was successfully replaced with a new lead and no other changes were made to the patient's system.